Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx27mm was explanted after an unknown implant duration due to "a light brown substance on the valve leaflets" observed. The quantity of the substance was to numerous to count. As reported, this (B)(6)-y-o patient was admitted for aortic root replacement procedure. The aortic valve was working satisfactorily via transthoracic echo. Echo showed the enlarged root and ascending aorta, patient had no other symptoms. When the surgeon was reviewing the valve to add the aortic graft a substance on the valve leaflets was noticed. The explanted device was replaced with an edwards surgical valve of the same size. The patient was noted as to be recovering from surgery and close to discharge at time of the reported event.

Manufacturer narrative:
The surgery was a prophylactic valve removal, initiated to address the enlarged root and ascending aorta. The valve host tissue was only found during surgery and the aortic valve was working satisfactorily via transthoracic echo. Based on the information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: h3: device evaluation: customer report of "substance on the valve leaflets" was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact and minimal calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Multiple suture fasteners remained attached to the valve sewing ring around the valve on the outflow aspect. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.